Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. Vascular access was gained via the radial artery. The 85% stenosed progressive target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0x15mm apex balloon resulting in 70% stenosis. The 3.0x20mm taxus liberte stent was advanced but was unable to cross the lesion. The lesion was dilated again, and the procedure was completed with another 3.0x20mm taxus liberte stent. There were no patient complications reported and the patient status is stable. However; analysis revealed a shaft fracture.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was returned in two sections as a result of a break in the hypotube. The break was approximately 62.3cm from the catheter strain relief. A visual examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error, complaint report states that the lesion was severely calcified. Heavily calcified lesions are contraindicated in the dfu. (B)(4).